Event description:
It was reported that "air leaked from the device during the test before use. Therefore, a new unit was used instead". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "air leaked from the device during the test before use. Therefore, a new unit was used instead". No patient involvement.

Event description:
It was reported that "air leaked from the device during the test before use. Therefore, a new unit was used instead". No patient involvement.

Manufacturer narrative:
(B)(4). One actual sample received for investigation in opened packaging. The lot number printed on the pouch packaging was verified as 11f24h0093 for finished good product code 175025. Upon visual inspection, no abnormalities were observed on the returned sample. Upon functional inspection performed, the tear location was further investigate using keyence digital microscope. It was observed that the inner edge of cuff was not secured to the overmould backplate at the tip area. This condition does not comply with the manufacturing assembly of supreme pediatric step 6 & 7 glue inner edge of cuff to overmould backplate which specified applying delo glue at overmould backplate tip portion and secure the cuff. Functional testing was performed by inflating the lma cuff. The cuff was initially able to inflate; however, it gradually deflated after inflation. A leak test was performed on the cuff by immersing the cuff in water and reinflating the cuff. Air bubbles were observed coming out from the water indicating the presence of leak and leakage area has been identified. Instruction for use (IFU) has been reviewed at pre-use performance tests section stated " do not use the device should it fail any one of the following inspections or tests deflate the cuff fully. Once deflated, check the cuff for spontaneous inflation. Do not use the device if the cuff spontaneously inflates". Based on the investigation conducted on the returned actual complaint sample, it was found that the returned sample was confirmed and verified as a manufacturing process issue. A non-conformance has been initiated to further investigate the issue. A device history record (DHR) was reviewed; no issue related to complaint was noted. Other remarks: n/a. Corrected data: n/a.